Manufacturer narrative:
The investigation for the purge line leak and the high purge pressures has been completed. A pump without the sidearm and data log were returned for evaluation. The pump was visually inspected. No kink observed. Biomaterial observed in impella. No other abnormalities were found. The pump was connected at p-2 and p-9 to reproduce high purge pressure, however no high purge pressure was reproduced. Data logs showed that the purge pressure high and purge system blocked alarms occurred after the purge pressure suddenly spiked over 1000 mmhg. The cause of the purge leak was not determined since the sidearm was not returned. The cause of the high purge pressure was most likely ingested biomaterial. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported a fluid leak from the purge sidearm during patient support. A purge sidearm bypass was performed in an attempt to resolve the reported issue, however the purge flow later dropped overnight and the decision was made to remove the pump. There was no patient harm reported.